Event description:
A customer reported to baxter (B)(4) of a clear link set in which the spike broke while attempting to spike an unknown bag. It is unknown when or in which care area this event occurred. There was no patient involvement or medical intervention performed. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was available at the plant for evaluation. Visual inspection revealed that the spike tip was broken off. The root cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.